Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2013)). Essure was removed on (B)(6) 2013. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2013)). Essure was removed on (B)(6) 2013. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy") and underwent caesarean section ("primary cesarean section"). The patient was treated with surgery (essure removal on (B)(6) 2013)). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2013. 3429.59g was the reported birth weight. The apgar scores were 5 and 9 (at 1 and 5 minutes). The reporter considered caesarean section, device dislocation, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: 5 coils visualized in both ostia discrepancy noted : removal date:(B)(6) 2013 , (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: pfs received. Reporter's information added. Event:pregnancy , device ineffective , primary cesarean section were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.